Manufacturer narrative:
Findings: no unresponsive buttons noted. All buttons function properly; however, unit had moisture on keypad traces. Unit had battery tube threads cracked, cracked reservoir tube lip, minor scratched lcd window and cracked case at display window corners. (B)(4).

Event description:
The customer reported via phone call indicating that the insulin pump had keypad anomaly. Customer's blood glucose was 195 mg/dl. The csutomer stated that buttons don't respond. The customer stated that there is no significant event leading to the keypad issue. The customer reported that the device was not dropped or exposed to moisture. The customer was advised that the device would be replaced. The customer was advised to discontinue use of the device and revert to a backup plan.